Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 5,580 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread (thread is still wound on the pack and needle is present). However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the only and open sample has been received and a proper analysis could not be performed. Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is detached from the thread before use, there is no patient involvement. Additional information has not been provided.